Event description:
It was reported that the patient was feeling fatigued and was undergoing therapeutic radiation treatment. Interrogation showed a device reset had occurred due to a random access memory (ram) parity error. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a power on reset of the parameters and there were 7 critical ram parity error pors, four of which occured between (B)(6) 2011. It was noted the memory address was different for each of the four events. The device should be able to recover from the event and continue normal function.